Event description:
The patient was implanted with a herniamesh t-sling cal-ts05 lot 0107 on (B)(6) 2004 many years later the patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, persistant urinary incontinence, frequency/ urgency to urinate, mesh erosion, reoccurrence of prolapsed, abnormal vaginal bleeding, abnormal bowel movements along with severe bowel pressure, and the need for additional surgery. No further information has been provided.